Event description:
The iab was inserted into the pt on 11/14/1997 at 9:30 a.m. And removed on 11/14/1997 at 2:30 p.m. Another iab was inserted into the pt. The iab did not malfunction. The pt had major ischemia and removal of the iab and surgery was required. The iab was not returned to datascope. Event complications: major ichemia/removal/surgery - reported 09/11/1998. Pt's current status: discharged - reported 09/11/1998.